Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change-out due to eri, high capture threshold was found. Lead was capped and replaced.